Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received notification of an individual identifying as the spouse of the customer ("the reporter") who had died while wearing the freestyle libre 3 device. Adc¿s record of the reporter¿s account of the event is as follows. On the morning of (B)(6) 2023, the user experienced symptoms described as "very bad, misty eyes" and obtained a sensor reading of 68 mg/dl (7:00 and 7:30) however, no comparison reading was performed. An emergency doctor was called to the user's residence and the user allegedly suffered cardiac arrest. The user was transported to the hospital and was hospitalized from (B)(6) 2023. A healthcare meter reading of 1500 mg/dl was reported, however, it is unknown when this reading was taken during the hospitalization period. The user expired on (B)(6) 2023. It was stated that the official cause of death was due to myocardial infarction and circulatory collapse. Please note this has not been verified as adc has not received the autopsy report or death certificate at this time. According to the reporter, the freestyle libre 3 sensor in question has been disposed of, and at this point, adc has requested the accompanying freestyle libre 3 reader from the family to be returned for investigation. A follow up will be sent when additional information is obtained.

Manufacturer narrative:
Physical investigation of sensor is not anticipated as reporter indicated device was discarded. The accompanying reader has been requested for return. In the event that the reader is received, a physical investigation will be performed and follow-up report submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received notification of an individual identifying as the spouse of the customer ("the reporter") who had died while wearing the freestyle libre 3 device. Adc¿s record of the reporter¿s account of the event is as follows. On the morning of (B)(6) 2023, the user experienced symptoms described as "very bad, misty eyes" and obtained a sensor reading of 68 mg/dl (7:00 and 7:30) however, no comparison reading was performed. An emergency doctor was called to the user's residence and the user allegedly suffered cardiac arrest. The user was transported to the hospital and was hospitalized from (B)(6) 2023 to (B)(6) 2023. A healthcare meter reading of 1500 mg/dl was reported, however, it is unknown when this reading was taken during the hospitalization period. The user expired on (B)(6) 2023. It was stated that the official cause of death was due to myocardial infarction and circulatory collapse. Please note this has not been verified as adc has not received the autopsy report or death certificate at this time. According to the reporter, the freestyle libre 3 sensor in question has been disposed of, and at this point, adc has requested the accompanying freestyle libre 3 reader from the family to be returned for investigation. A follow up will be sent when additional information is obtained.